Event description:
According to the reporter: the pt had bleeding two days after the operation. The pt was reoperated and had a temporary ileostomy. The incident being post-operative, the device had been thrown away in the meantime (no sample available).

Manufacturer narrative:
(B)(4).